Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the stimulation was turned on the patient continued to have pain and did not have a stone or an infection. Additional information received reported that the patient never had therapeutic effect since the trial began on (B)(6) 2013. It was noted that the patient was told they would be a good candidate because the patient was an ¿incomplete bladder emptier.¿ it was noted that the patient had a urinary tract infection (uti) that was diagnosed three days prior to the initial report and antibiotics had been prescribed on the day of the initial report. It was noted that the patient had the device off for approximately 10 hours. Additional information received reported that the patient had been on antibiotics for the past four days because of a uti and there was blood in the patient¿s urine. It was noted that the device did not help with the patient¿s urinary retention. Additional information received reported that the trial was still ongoing. It was noted that the patient was initially diagnosed with non-obstructed urinary retention. It was noted that the pain the patient had reported was localized to the ureter and upper urinary tract. It was noted that the patient had another test done the day after the initial report which showed an active uti. It was noted that the trial had been temporarily discontinued until the uti was resolved. It was noted that there was no device related incident or experience to report. Additional information received reported that it was determined by the doctor that the patient did not respond sufficiently to the therapy. It was noted that the trial had been discontinued and the lead was removed five days after the initial report. It was noted that there were no device related complications to report.